Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (463 mg/dl). The customer changed the pump supplies and delivered a bolus via the pump to address the bg level. The customer did not know what caused the high bg. Tandem customer technical support (cts) had the customer perform a system check and the pump was found to be functioning as intended. Cts advised the customer to discuss the high bg with a healthcare provider. The customer acknowledged the advice.